Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) keypad was out of specification. It was also indicated that the hanger assembly, two knobs, a hanger screw, and the hanger o-ring were missing. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during an annual preventive maintenance check, it was noted that the external pulse generator (epg) had an inoperable emergency pacing button. It was also noted that the epg was missing two knobs, a hanger, a screw, and a gasket. The epg was returned for service. There was no patient involvement.